Event description:
A peritoneal dialysis (pd) patient reported that the cycler screen was dim during ready. The display brightness was set to 10. The patient also stated that the screen does not look like the normal brightness and can't get the brightness any higher then 10. The cycler was replaced due to a screen brightness problem. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. Screen brightness check failed - cycled through levels 1 to 10 and the brightness of the display remained dim and did not get brighter. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.